Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high pacing impedance on the left ventricular lead. The patient was seen in the hospital and repeated measurements noted stable impedance. It was decided to monitor the patient and recheck at the next device check. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert triggered again for high, undefined impedance and noise was present on electrogram. The lead will continue to be monitored.